Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime and excessive no delivery test. The insulin pump alarmed motor error during occlusion test due to faulty force sensor. Motor passed motor test. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.